Manufacturer narrative:
The reported event that one of the black plastic pieces fell off was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that the a part of the femoral tracker disassembled at the user facility. No further information was provided by the user facility.

Event description:
It was reported that the a part of the femoral tracker disassembled at the user facility. No further information was provided by the user facility.